Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Event description:
Distributor contacted dexcom on 03/09/2016 to report a permanent out of range signal that occurred on 03/04/2016. No injury or medical intervention was reported.

Manufacturer narrative:
Changed patient to distributor.

Event description:
Device evaluation was completed by animas on 05/05/2016. Investigation results were received by dexcom on 05/05/2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing did not confirm the reported event of a permanent out of range signal. The root cause could not be determined.

Manufacturer narrative:
(B)(6). B5: describe event or problem - additional. E1: initial reporter information - correction. H2: correction/additional information.